Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that during revision of the right ventricular lead it was noted that this right atrial lead had insulation damage. The lead was surgically abandoned. No adverse patient effects were reported.